Event description:
It was reported that pump displayed malfunction alarm after MRI and malfunction code could not be cleared. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment.